Event description:
It was reported that during patient treatment that 0 rpm (revolutions per minute) and 0 flow was displayed on the system. The system was alarming and customer stated the "sig" alarm was displayed prior to 0 rpm. The device has been exchanged with a backup device. No patient harm has been reported. Complaint ID:(B)(4).

Manufacturer narrative:
It was reported that the rotaflow displayed the error message "sig error" and "no flow was displayed". The device has been exchanged with a backup device. No harm to any person has been reported. A getinge service technician was on site on (B)(6) 2022 to check the affected rotaflow (serial#(B)(4). The technician could not reproduce the reported failure. No parts have been replaced and the device is working as intended. Based on these investigation results the reported failures could not be confirmed. However, the failure mode "sig error" can be linked to the following most possible root causes according to the rotaflow risk management file. Bubble/flow sensor failure, e.g.: dried contact gel. User forgot renewing contact gel. However, the failure mode "no flow was displayed" can be linked to the following most possible root causes according to the rotaflow risk management file. (Un)intentional stop of the pump, e.g.: sensor error (bubble, level, pressure(in hl20 mode), flow). Wrong intervention limits. Unintended rpm change by user. The review of the non-conformities has been performed on (B)(6) 2022 for the period of (B)(6) 2005 to (B)(6) 2022. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question was produced in 2005-03-29. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 6.2 reapplying ultrasonic contact cream. The ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message sig! Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message faultbub appears. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.